Event description:
Vent alarmed "o2 valve stuck closed" while on pt. Pt o2 levels started to drop. Another ventilator was connected to the pt. No adverse effects to pt, although pt was aware of vent change out.